Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 294 mg/dl at the time of the incident. Customer stated that she went for a swim and then showered. Customer disconnected both times before swimming and taking a bath. Customer later connected back to the pump and gave herself a bolus. Customer stated that when she checked her blood glucose later in the evening it alarmed button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump alarmed during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test due to motor anomaly. The insulin pump was received with minor scratches on lcd window and broken battery tube threads.